Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch.quantity: 2. No adverse event.

Event description:
It is reported that while contouring the hand fracture plate for the correct fit away from the operating field, the plate fractured through the screw hole. The plate was not utilized. A second plate of the same part number was attempted to be implanted, however the proximal portion of the plate again fractured through the screw hole in the same manner. This portion was not needed for fixation, so the piece was discarded and the plate was successfully implanted to complete the procedure. No fragments came near the patient at any point.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided.

Event description:
While contouring the hand fracture plate for the correct fit, the plate fractured through the screw hole. The plate was not utilized. A second plate was attempted to be implanted, however the proximal portion of the plate again fractured through the screw hole in the same manner. This portion was not needed for fixation, so the piece was discarded and the plate was successfully implanted to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device returned to manufacturer on 07-feb-2017. (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual review of the returned fractured pieces shows both plates fractured at the screw hole and not the node as intended. One (1) of the pieces returned appears to have been bent as the material is deformed. The complaint description states that plate benders were used, but the surgical technique states that these devices should be cut, not bent. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.